Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose level was 28 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with hospitalization. It was unknown whether the auto mode feature was activated or not at the time of low blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
Pump received with blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to blank display. Unable to download history files and traces using thump or carelink upload due to blank display. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. The motor had moisture damage. Severely corroded pcba1 causing the j7 connector and j6 connector to become loose from the pcba1. Using a test pcba 1 and the original pcba 2, the pump had blank display. Unable to use a test pcba 2 and the original pcba 1 due to corroded/loosen j7 component. Blank display was confirmed during analysis due to corroded pcba2 and corroded/loosen component j7 on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Unable to perform the functional testing due to blank display. Unable to confirm alleged low bgs. Blank display was confirmed. Exposure to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.